Event description:
A user facility reported that the ultrasonic gastrovideoscope brush is stuck inside. The event occurred during maintenance. During a standard service inspection of the customer return device, the transducer membrane was torn and there was no ultrasound image. In addition, the ultrasound transducer was found to be damaged. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Information not provided. The device was returned for investigation. Upon evaluation of the device, the transducer membrane was torn and there was no ultrasound image. In addition, ultrasound transducer damage, trace of water invasion in the device, red paint around suction cylinder faded/missing, universal cord/video cable defects, insertion tube deterioration, insertion deform, gap of adhesive on the bending section cover, and the cleaning brush getting caught were observed. The probable cause of the defects was due to user handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 28-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the torn transducer membrane and no ultrasound image likely occurred due to handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, sagging, deformation, excessive bending, protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.